Event description:
It was reported that lead noise issue was observed on the ra lead. Patient was asymptomatic. Lead was explanted and a new lead was implanted. Device was upgraded as well. Patient was stable prior, during and post procedure.